Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a anterior resection procedure, it was reported that the surgeon¿s registrar (B) (6) applied the device to tissue and closed the closing trigger. (B) (6) mentioned that he may have inadvertently interfered with the firing trigger as he was struggling to get a comfortable position to fire the device. He eventually rotated the device so that the firing trigger was facing upwards to fire. (B) (6) said that the device felt very stiff to fire, and that they had difficulty opening the device. Only a few staples in the center of the staple line had been fired, and the closing and firing trigger were stuck together. Another device was used to complete the procedure. There were no adverse consequences for the patient.